Event description:
Customer reported system would only display one image, would shut down, and now will not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the cpu. System operates as intended.